Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00538.

Event description:
It was reported that one screw broke while being installed at t2 and a second screw broke while being installed at c2 during surgery. Both screw shafts were removed and replaced with alternative screws to complete the procedure. There was a delay greater than 30 minutes, however there were no reported impacts associated with the delay. This is report one of two for this event.

Manufacturer narrative:
The returned screw was evaluated. The shank was found to have fractured and some of the threads were deformed. The cause is likely attributed to failure of the device due to high forces placed on the screw during installation because of the patient's stiff bone. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that one screw broke while being installed at t2 and a second screw broke while being installed at c2 during surgery. Both screw shafts were removed and replaced with alternative screws to complete the procedure. There was a delay greater than 30 minutes, however there were no reported impacts associated with the delay. This is report one of two for this event.